Manufacturer narrative:
Additional device information provided. No device evaluation can be performed as the device was not returned to manufacturer.

Event description:
After 24 hours of iab therapy, the pt was extremely agitated and required restraints. Blood was noted in tubing. The iab was removed and replaced. No pt injury or further complications occurred.